Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient receiving bupivacaine and fentanyl (5000 mcg/ml) via an implantable infusion pump. It was reported that during a refill several months ago the pump was supposed to have 5 ml's but there was 12 ml's instead. An MRI was performed but nothing irregular was found.